Event description:
During an arthroscopic procedure of the wrist, the tip of the wand detached and fell into the surgical site. A small open incision was made and the tip was retrieved under fluoroscopy. The pt is reported to be doing well.